Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing in bipolar configuration. It was noted that the patient was not dependent on rv pacing. An invasive procedure was performed. The lead was surgically abandoned and replaced. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that noise was oversensed and was reproducible with patient isometrics. The root cause of the noise was not determined.